Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform broken), and physical damage to the connector pins. In conclusion, unable to perform functional test or verify rf/ble/association/downgrade/accuracy test due to physical damage. The customer complaint of charging, led and communication anomalies was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715. Transmitter charging customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light is flashing green and has not been used for more than 1 year. Advised charger is working properly and transmitter is charging. Sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported a loss of communication between the transmitter and the pump. Deleted transmitter serial number from pump and repaired but transmitter would still not communicate/trigger a "sensor connected" alert. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned. Product return status for mmt-7715 is unknown. It was unknown whether the customer will continue using the device.